Manufacturer narrative:
The biclamp laparoscopic instruments are in the process of being returned for an evaluation. Based upon other reported events of this type, mechanical stress (e.g., through levering, bending and frequent reprocessing as well as progressive wear), was most likely the cause of the braking instruments. However, no conclusive determination can be made. Nevertheless, in the device's notes on use, it is stated that excessive leverage and excessive (mechanical) forces must not be exerted on the instrument. The product must be checked for damage before each use; defective or damaged products must not be used. The entire instrument must be protected from mechanical damage. Frequent reprocessing and operational stress have an impact on the product. If there is damage or functional impairment, the product may no longer be used. If the biclamp laparoscopic instruments are returned and inspected, and a conclusive determination is made as to the cause(s) of the breakdown of the devices other than mechanical stress; then a follow-up MDR will be filed.

Event description:
It was reported that biclamp laparoscopic instruments broke during two (2) procedures on different patients 2. The specific details of each event were as follows: in the first case, during a vls hysterectomy (note: typically referred to as a vaginal natural orifice transluminal endoscopic surgery) one arm of the instrument's forceps broke and its metal rivet could not be found. However, an intraoperative abdominal x-ray revealed an approximate 1 mm metallic foreign body in the patient's left hypochondrium. Therefore, the patient's abdominal cavity was thoroughly examined. Unfortunately, the object could not be located and therefore, not retrieved. In the second case on (B)(6) 2026, an instrument (lot number 707551, manufacturing date 02/08/2023) was used in a laparoscopic myomectomy. During the preparation phase of the procedure, the instrument's jaws unexpectedly opened. Upon inspecting the device, it was determined that a rivet was missing from the instrument. Therefore, the patient's abdominal cavity was examined. Subsequently, the rivet was found and retrieved from the patient's intestinal loops.